Event description:
It was reported that, surgeon thought the head looked discolored or tarnished not quite polished. Opened second 06-4010 meppl9. Thought same problem maybe a little better, packaging seemed intact, expiration was current, opened third and used. The third was implanted.

Manufacturer narrative:
Device manufacturer date for lot meppl9: 12/04/2008. Method: review of device history, complaint history. Device history review indicated the reported devices were manufactured and accepted into final stock with no reported discrepancies that would have contributed to the reported event. Complaint history review indicated there have been no other reported events fo a discolored or tarnished femoral heads. When completed, the evaluation summary will be submitted in a supplemental report.